Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
During the advance procedure on (B)(6) 2010, an ams rep observed the advance sling being connected to the needle prior to the surgery procedure. The ams rep indicated to the scrub nurse that this was a permanent connection and that they would have to use a new sling. The ams rep went to get a new kit. Upon returning, the sling connector was somehow detached from the needle; however, the ams rep did not know how this was done. The hospital disregarded the initial recommendation to use a new kit and proceeded with the initial sling. During the procedure, when the physician made the connection to the needle, and attempted to pull the trocar though the obturator muscles, the connector became detached from both the needle and the mesh and was lodged in the pt. This connector was left in the pt. The procedure was completed with a new mesh kit successfully.